Event description:
It was reported that the patient had a revision surgery on their implantable neurostimulator (ins) due to a loose lead. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID, 8591-38 lot#, d20365 serial# implanted: 2012 (B)(6), explanted: product typ accessory product ID, 39565-65 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product typ lead product ID, 37754 lot# serial# (B)(4), implanted: explanted: product typ recharger product ID, 37744 lot# serial# (B)(4), implanted: explanted: product typ programmer, patient product ID, 3550-p4 lot# n324513 serial#, implanted: 2012 (B)(6), explanted: product typ accessory. (B)(4).